Event description:
The customer reported the systems lift column will not go up and down. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced and the system operates as intended.